Manufacturer narrative:
The insulin pump was tested with glucose sensor simulator and the insulin pump communicate and functioning properly. The insulin pump passed displacement, operating currents, self test, off no power, a21 error , rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No basal anomaly noted. The insulin pump was program with high and low alert; no high and low alert anomaly noted. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer may have over-delivered insulin. Customer reported that there was less insulin in reservoir that should have been. Customer's blood glucose was 6.5 mmol/l. It was reported that customer had a medical procedure done and where liquid was injected in thyroid and insulin pump was not removed. Insulin pump passed self-test. Displacement test was not ran. Insulin pump would be replaced per customer's request.